Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower failed, hardware error message was displayed, and the doors did not open during the recovery attempt. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a hardware error message, door failed to open when trying to recover. A field service engineer (fse) replaced all latches and tested the system in the hardware test application (hta), but no doors opened. Tower doors 1, 2, and 3 failed. The fse replaced the door board without success. The fse then moved the external pyxibus cable to a different port on the communication sled (comm sled), and the doors began working. After reseating the port cables on the comm sled and testing again in the original port, the issue persisted. The fse moved the cable back to the alternate port and configured the tower, which restored functionality. The system functioned as intended after the field service engineer had repaired the device.